Manufacturer narrative:
Product investigation is in progress.

Event description:
Does not feel as comfortable- vagina [vulvovaginal discomfort] friction- vagina [vaginal disorder] does not feel as comfortable while taking it out [complication of device removal] there is a thread at the opening of the tube, cannot be pulled off [device physical property issue] the tampon sheds cotton wadding [device breakage] case narrative: consumer reported via social media that there is a thread at the opening of the tube. No serious injury reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Does not feel as comfortable- vagina [vulvovaginal discomfort] friction- vagina [vaginal disorder] does not feel as comfortable while taking it out [complication of device removal] there is a thread at the opening of the tube, cannot be pulled off [device physical property issue] the tampon sheds cotton wadding [device breakage] case narrative: consumer reported via social media that there is a thread at the opening of the tube. No serious injury reported.